Event description:
It was reported that during a tonsillectomy and adenoidectomy procedure the physician was using a procise xp plasma wand and a stainless steel surgical mirror. Intra-operative the wand came in contact with the metal mirror causing sparks, which in turn reportedly burned the pt. Attempts to follow up with the healthcare professional regarding the severity of the pts burn, treatment received, and any additional details regarding the event were unsuccessful.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The manufacturers instructions for use provide the following precautions: "do not contact metal objects such as a mouth gag while activating the plasma wand. It may damage the wand tip, the wand shaft insulation, or cause malfunction, or injury may result. Damaged insulation could lead to unwanted electrical conduction resulting in pt burns."